Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues regarding the scanning medication. A technical support specialist (tss) dialed into application server and attempted to search for the order using order visit identification (ID) but no matching records were found in patient encounter system (pes) or the es server. Device inventory report showed the last activity for the user was a cancelled scan on removal. Identified that the patient data had already been purged due to the site's 31-day retention settings, which explained why neither the customer nor tss could locate the order or visit details. Informed the customer and requested information on the new replicated order since the issue did not reoccur. Customer confirmed testing in the test environment with the same medication and dosage showed no errors. The user planned to re admit the patient if further reproduction was needed. Customer agreed to close the case with instructions to log a new case if the issue appeared again. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was scanning the medication incorrectly. The customer reported that required dose was 1000 mg and the medication dose identified in the pharmacy formulary and in the order, itself was 500 mg meaning the nurse has to dispense 2 tablets. The system required the user to scan the third medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.